Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room, and subsequently was admitted to the intensive care unit (ICU) due to a high blood glucose (bg) of 900mg/dl and diabetic ketoacidosis. Reportedly, the customer was transferred to multiple hospitals, experienced a stroke, blood clots, went into a coma, and was placed on life support. The customer was admitted to the ICU for approximately 6 months and released with no permanent damage. The cause for the reported issue was unknown. Additional information was not provided.